Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that their insulin pump would go through 3 to 4 batteries a week and would get failed battery alarms. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer stated that they will buy new batteries to see if the issue would resolve itself. The customer was sent a battery cap to help with the issue.